Manufacturer narrative:
The device has not been returned. When the device is returned it will be investigated and a supplemental report will be submitted. The patients' weight is not provided as it is not taken at the time of the appointment.

Event description:
It was reported that the inclusive mini o-ball implant failed. The patient has bone type ii. The patient has a history of hypertension. The patient presented on (B)(6) 2020 for primary procedure on tooth #23. On (B)(6) 2020 the patient returned with complaints of pain and that the implant was loose. Upon examination, the provider notes the implant was loose. It was at that time the device was removed. The provider states "the patient is good and a new implant will be placed on (B)(6) 2020."

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Investigation methods/results: one implant was returned but not in original package. The implant was verified to be inclusive mini implant o-ball 2.2 mmd x 10 mml (70-1068-imp0001) using radiographic template. No deformity or any abnormality was observed from the returned implant. Root cause: probable causes could be the lack of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."